Event description:
A 3.0mm diameter by 15mm length bestent2 stent delivery system was inserted for treatment of a lesion in the right coronary artery. The calcified lesion was not pre-dilated prior to the insertion of the stent delivery system. It was not possible for the stent to cross to the target lesion, therefore, the stent and delivery system were pulled back. Upon removal, the stent reportedly caught on calcium and dislodged from the delivery balloon. The undeployed stent was successfully snared and removed from the pt. The target lesion was subsequently treated with another MFR's stent. There was no report of injury to the pt and no add'l clinical sequelae reported related to the event. The calcification of the lesion and the lesion not being pre-dilated prior to stent insertion likely contributed to the event.